Event description:
It was reported that patient presented to hospital after receiving multiple inappropriate therapies due to noise. Noise could not be reproduced with pocket manipulation and arm movement. Review of fluoroscopy imaging revealed externalized conductors. Patient was stable. The physician elected to not do anything as the patient was a citizen of (B)(6) and would be returning to (B)(6).

Event description:
It was reported that patient presented to hospital after receiving multiple inappropriate therapies due to noise. Noise could not be reproduced with pocket manipulation and arm movement. Review of fluoroscopy imaging revealed externalized conductors.